Event description:
A customer reported that their pump screen was dark and would not turn on. There was no reported adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to perform several troubleshooting steps, including plugging the pump into a known working power source, which briefly resolved the issue as the screen turned on. However, the display could not be activated without a power source. The customer continued to use the pump for insulin therapy.